Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with large ketones. Reportedly, there were air bubbles present in the infusion set tubing. Customer primed the tubing as well as administered a correction injection to address the bg.